Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was heating up. It is known the device was being used during surgery. It is also known that there were no pt or user injuries; however, it ks unk if there was medical intervention related to this event. No add'l info available.